Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced inappropriate shocks due to noise and oversensing. The patient had non-isolated episodes in which he received one shock in each episode. Technical service reviewed the data and found all episodes have artifact and discussed possible causes. The presenting subcutaneous electrogram is free of noise. The device is programmed in alternate with 1x gain. Shock impedances were noted to be within range. The patient was evaluated in the clinic and the noise could be reproduced. It was noted that the patient is extremely thin, and the electrode and device appear to be very superficial. The device was programmed off and he will discuss with the provider. The patient will be most likely implanted with a non-boston scientific device. At this time, the system remains in service. No additional adverse patient effects were reported.